Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned instruments were examined and the complaint condition was able to be confirmed. The depth gauges both arrived with the needle component broken off. One needle component and protection sleeve was returned with the complaint but it is uncertain as to which of the two gauges that the items belongs to. The exact cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport; and the outer body adds additional protection to the needle attachment point during storage. The 5.0mm flexible shaft was returned with one (1) of the four (4) prongs broken off. The transverse break is located approximately 2.63mm distal to the base of the prong. The broken portion was not returned with the complaint. The balance of the device shows wear consistent with substantial use over the device¿s lifespan (9+ years). As the circumstances leading to the breakage of the device are unknown, a definitive root cause could not be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Replication of the complaint is not applicable as the complaint conditions were visually confirmed. This complaint is confirmed. Per the technique guide, the 352.040 5.0mm flexible shaft is an instrument routinely used in the flexible reamers for intramedullary nails system. The 319.006 depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The relevant product drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. Review of the device history record(s) showed that there were no issues during the manufacture of the returned instruments that would contribute to this complaint condition. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Part# (B)(4) lot# 6220626. Release to warehouse date: (B)(6) 2009. Supplier: synthes brandywine. Nonconformance us1092257 was written for various lot#¿s including 6081347 for part#(B)(4) from stock hold 1488 for subcomponent major diameter being undersized. All 86 pieces were determined to be used as is. This ncr for undersized major thread diameter is not relevant to this complaint for tip breaking because the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the probe on the end of one depth gauge has broken off and is missing, while the probe on the end of another depth gauge is broken into two (2) pieces. It is further reported one of the tongs on the end of the flexible reamer shaft has broken off and is missing. It is not known how each of these issues occurred. No patient involvement reported. This is report 2 of 3 for (B)(4).